Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed the cannula early during the activation process.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 3488 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in the needle deploying early. An 0xaa alarm was generated during the run of the device, indicating that the total number of ble resets after pod in filled state exceeded threshold. The device functioned as intended by alerting the user, and deactivating. Investigation of the device found no damages or deficiencies that would have caused this alarm. No other damages or deficiencies were observed during the investigation.